Event description:
A healthcare worker experienced tingling with whitening of the skin on the contact site on her right thumb. At the time of event, she was loading and unloading the sterilizer and was placing the cyclesure in the incubator. She washed her hands and the symptoms resolved the same day. Medical attention was not sought. The vaporizer plate was not in place.